Event description:
During remote monitoring, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.